Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully; however, system message [u/s hp failure - handpiece voltage low (short circuit)] displayed when attempting a five-minute burn-in with the system set at 100% ultrasonic and torsional power. The temperature of the phaco handpiece shell was measured and was found to meet specifications. Disassembly of the hp revealed that the crystal stack was fused together, causing the observed failure mode. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The reported event of the handpiece ¿vibrates¿ could not be confirmed therefore the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction procedure the phacoemulsification handpiece heats up. No system message was displayed. The procedure was completed using the same handpiece. Patient impact was not reported. Additional information has been received indicating the surgeon continued to use the heated up handpiece. During it's use the handpiece also started to vibrate. The surgeon exchanged the handpiece at that point. The procedure was completed with no patient harm.